Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The distributor received the pump for investigation and was unable to duplicate the error.